Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the transmitter gave an out of range signal and a hardware error code. The out of range signal and error codes had disappeared by the end of contact with dexcom technical support.